Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted with resetting the pump, but the malfunction code recurred, leading to a decision by technical support to replace the pump. The caller planned to reach out to a healthcare provider for backup insulin therapy.